Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery. Reportedly, the ipg was set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
The report that the ipg was revised due to ¿inoperable ipg¿ was confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the unrelated procedure the patient reported having. There is sufficient information in the clinicians manual regarding use of electrosurgery devices in the vicinity of the ipg. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.